Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge increased from 35% to 100% while disconnected from a power source. Customer reported an elevated blood glucose level of 347 (mg/dl) and delivered a bolus to address bg levels. Customer indicated insulin pens were available for back-up therapy.